Manufacturer narrative:
The system was examined and the reported system message (sm) was replicated (via event log review). However, the reported issue was not replicated. As a preventive measure, the company representative replaced the illuminator. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported port 1 and 2 are not working. Additional information has been requested but not received.